Event description:
The customer called and reported the insulin pump froze up and the buttons were not working. Customer's blood glucose was 278 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen display noted. The insulin pump was received missing end cap sticker, cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube lip and minor scratches on lcd window.